Manufacturer narrative:
Iliac neck dilatation causes rupture of abdominal aortic aneurysm previously treated with endovascular aortic aneurysm repair fuchigami et al, radiology case reports volume 18, issue 12, december 2023, pages 4485-4488 doi; https://doi.org/10.1016/j.radcr.2023.09.056 date of publish used for incident date in section b;3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding iliac neck dilatation causes rupture of abdominal aortic aneurysm previously treated with endovascular aortic aneurysm repair. An endurant stent was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported approximately 7 years post the index procedure the patient presented emergently unconsciousness with hypotension (68/40mm hg), increased hr (90 bpm) and respiratory rate (30/min with spo2 90% ra). Hb was low (8.4). 2 units of rbc was transfused. CT showed hematoma surrounding the rapidly expanded aaa (previous CT has shown the sac size had decreased up until 6 months previous 39mm). The aaa size had now dilated to 39mm with a rupture. The rupture was determined to be a result of a type ib endoleak from the leg. Intervention was performed where 2 non medtronic limbs were placed in the right leg of the main body and the right external artery. The r internal iliac was difficult to cannulate and so embolization was also completed. Completion angiography showed sac exclusion without endoleaks. Hemoglobin level and platelet count were rising.